Event description:
There was friction between devices and upon removing the stent delivery system, the proximal end of the stent was flared. Pci was performed on a 90% stenotic lesion, the left proximal circumflex and the distal left circumflex. The vessel was moderately tortuous. A 2.5x18mm cypher was deployed first at the 2nd obtuse marginal. Deployed next was a 2.5x18mm cypher at the distal left circumflex. However, there was large friction with guide catheter (launcher ebu40) and the tip of the cypher wouldn't come out from the guide catheter. Therefore, physician retrieved the stent delivery system and found the stent of the proximal end to be flared out. The balloon was still mounted correctly.